Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be sent from user facility to send for investigaton to our bbm ag, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): "pump stopped suddenly noradrenalin infusion was on going."

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history filesthe history files were read out and analyzed. On the reported day of event, device alarm 1119 was found logged two times. Additionally it was assessed that this device alarm occurred prior to the date of occurrence several times. Thereupon the sample was subjected to a visual and functional examination. Within the performed long term test, device alarm 1119 occurred. Device alarm 1119 was caused by mechanical influence exerted on the lc-display. No damages were found inside the device. The reported malfunction could be confirmed. According to the IFU a device alarm is described as following: when a device alarm occurs the infusion is immediately stopped. Press the on/off button to switch off the device. Then switch the device on again. In case of a repeated device alarm you must close the roller clamp, disconnect from the patient, open the front door of the pump and take out the disposable. The device needs to be handed to the service department. In case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.